Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that ventricular rates that were occurring during ventricular high rate episodes recorded by the pacemaker were due to t-wave oversensing (twos). Reprogramming to avoid the oversensing was discussed. The lead remains in use. No patient complications have been reported as a result of this event.